Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 220 mg/dl following an occlusion on an infusion set (contact detach), with the glucose remaining elevated despite a late postprandial meal announcement and resolving only after a full supply change. Customer care provided support that included communication with the user and analysis of information provided. Investigation of this case revealed an obstruction of flow associated with the connector/coupler and a deformation problem. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.